Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with arrhythmia. Upon interrogation, far field oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted and did not suspect the oversensing was associated with the arrhythmia. The arrhythmia was terminated with electric cardioversion. The device was reprogrammed to resolve the event. The patient was in stable condition.